Event description:
It was discovered in a review of the literature article titled "antibiotic resistant infections with antibiotic-impregnated bactiseal catheters for ventriculoperitoneal shunts" that 125 patients were implanted with codman bactiseal catheters in combination with a strata nsc or strata burr hole valves over a 52 month period (july 2004-november 2008). Over this time period, the following complications occurred: two vp shunt blockages, one vp shunt blockage with hemorrhage, one csf leak, four vp shunt infections, one peritoneal adhesion, one wound erosion, and one postoperative peritonitis. All four of the infections were reported to have been successfully treated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
These events were identified during a review of scientific literature. The corresponding author did not divulge specific device information or answer requests for other missing information on this medwatch report. The events in the article could not be matched to previously reported events. The products were not returned. Therefore, evaluations of the device performances were not possible. Reviews of the manufacturing records were not possible as lot numbers were not provided. (B)(4).